Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive act buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the buttons were not responding. Customer¿s blood glucose was 127 mg/dl at the time of incident. Customer stated that the time was advancing. The insulin pump will be returned for analysis.